Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were cutting the closure of the gastric tissue in a laparoscopy subtotal gastrectomy, the device was unable to fire. They noted that they were able to press the green button but they could not squeeze the handle. The grip would not move forward causing the device not to fire. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.